Manufacturer narrative:
Device evaluation 1 unit of lot c1987900 of echo-hd-3-20-c was returned for evaluation. The device related to this occurrence underwent a laboratory evaluation on 18th of july 2024. On evaluation of the devices the following observations were made: visual inspection: kink below sheath extender observed. Distal end of needle examined and observed to be curved significantly but no kink visible. Mlla examined and observed to be slightly off centre. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract with some difficulty. Attempted to insert stylet into device but would not pass kink below sheath extender. Needle removed from device and proximal needle break observed below sheath extender. It should be noted that this file is related to other complaint files. For details of the other investigation please refer to: (B)(4). Manufacturing records prior to distribution, all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c1987900 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, (ifu0077) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to user technique or device handling and positioning of the needle requiring more angulation and excessive bending when trying to advance the needle leading to the needle braking proximally. The proximal break would have meant that the needle would not retract into the sheath which would have caused the scope damage reported in description of event. An excessive force which can be applied on detachment from the scope could result in mlla luer lock going slightly off centre. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
The doctor often uses procore 20g for biopsy of lesions in the head and body of the pancreas. In this case, the inner diameter of the scope was damaged due to the needle of procore 20g during use. While the scope was straight, the tip of the scope was angled. Procore 20g was introduced into the scope channel, and the sheath adjuster was set to 2cm. The sheath was visualized in the endoscopic image, and the doctor judged that the scope probe was not attached to the puncture site because it was too long, so he adjusted the sheath adjuster to 1cm. Then the needle damaged the inner diameter of the scope. The procedure was later completed using acquire 22g. Afterwards, they inserted the procore20g into the scope, set the sheath adjuster to 2cm and checked the sheath. They gently pushed the sheath at the tip of the scope with their fingers and confirmed that the sheath went inside the scope and shortened to less than 2 cm. 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.) Pancreas. Target was body of pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. Unknown 4. If not with the device in question, how was the procedure performed and/or finished? Acquire 22g was used. 5. Was the device used in a tortuous position? No 6. Are images of the device or procedure available? No 7. Was the device damaged in packaging before removal? No 8. Was the device damaged on removal from packaging? No 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Gf-uct260 (olympus) 11. Was the scope recently serviced / repaired? No 12. Was resistance felt while inserting the device through the scope? No 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle punctured 14. Was the syringe used during the procedure, after the stylet was removed? Yes 15. Was difficulty experienced while retracting the needle? No 16. Was it possible to fully retract before removing the needle from the patient? Sometimes it is difficult to retrieve needles. There are cases where there is severe resistance. 17. Was gaining access to the target site difficult? No 18. Was the endoscope in a flexed or twisted position at any time during the procedure? No 19. Was puncture of the target site difficult? No 20. Was the stylet partially removed when advancing into the target site? No 21. How many samples were obtained with this needle? Nothing 22. Did any section of the device detach inside the patient? No 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use?no 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No 26. If the device is a procore, is the kink located distally at the notch / core trap? Did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No